Event description:
It was reported the radiopaque marker detached from this introducer sheath upon removal during a nephrostomy tube placement procedure. No retrieval attempts were made. The pt's condition is good. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Co's f/u indicated there was fibrotic tissue at the entry site and resistance was encountered during this procedure. Therefore co believes pt anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event. User facility medwatch report attached.